Event description:
Voluntary medwatch received states that the right atrial lead exhibited under-sensing which classified false termination of atrial tachycardia and atrial fibrillation events. No intervention was performed. There were no patient consequences.